Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic with a pulse generator that exhibited longevity overestimation. No programming changes were recommended or made. There were no patient consequences.

Event description:
Related manufacturer reference number: 2017865-2022-14303.